Event description:
It was reported that the customer wanted to know why their wound drainage products did not have a labeled expiration date. The representative explained that the food and drug administration did not require expiration dates on all items and it was possible that expiration dates had been added to the products since they were purchased. The representative suggested that customer contact them directly with item numbers so that could verify current labelling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿label covered or damaged". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer wanted to know why their wound drainage products did not have a labeled expiration date. The representative explained that the food and drug administration did not require expiration dates on all items and it was possible that expiration dates had been added to the products since they were purchased. The representative suggested that customer contact them directly with item numbers so that could verify current labelling.